Event description:
According to the information received, this valve was exlanted due to paravalvular leak. The valve was replaced with a 27aj-501. Patient status is unknown. Additional information has been requested.